Manufacturer narrative:
Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 358135, model/catalog description: precision montage MRI ipg sterile kit. Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 21215544, model/catalog description: artisan MRI paddle lead 50 cm. Model number/catalog number: sc-8416-70, serial number: (B)(4), batch/lot number: 70294454, model/catalog description: artisan MRI paddle lead 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection and was admitted to the hospital.

Manufacturer narrative:
Addtional information was received that the patient underwent an explant procedure due to infection.

Event description:
A report was received that the patient had an infection and was admitted to the hospital.

Manufacturer narrative:
Additional information was received that the location of the infection was at the cervical surgical site. Symptoms of fever, chills, and visible pus were noted. The physician believed that the infection was not device or procedure related. The patient was treated with antibiotics and was explanted. The patient was reportedly doing well after discharge from the hospital. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection and was admitted to the hospital.